Manufacturer narrative:
The intraocular lens has not been received for analysis. Prior to release to market the lens met all manufacturing specifications. While we are unable to determine the origin of the damage, our investigation reasonably suggests that it is not manufacturing related and is most likely caused by the end user. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Device not returned to the manufacturer.

Event description:
Account reported the haptic detached as the intraocular lens was being implanted. The incision was enlarged, the damaged lens removed and replaced with an alternate lens. No patient issues occurred.